Event description:
It was reported that during use of the product, a small leak from the upper part of the endotracheal tube cuff was confirmed. The endotracheal tube was replaced without any reported patient harm. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The sample was returned for analysis and the reported defect was not confirmed.